Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head had telemetry issues when used with a patient. The programmer head was replaced with a different programer head and the issue was resolved. The programmer head will not be returned and was discarded. No patient complications have been reported as a result of this event.

Event description:
The programmer head was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head would not interrogate and failed uplink functional testing. As a result the cable was replaced.